Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was dislodged one day post implant. An x-ray was performed and confirmed the lead dislodgement. Additionally, loss of capture was also noted. The rv outputs were increased to enable consistent rv capture until the lead was repositioned. The lead was repositioned later in the day without incident. The lead was checked the following day and all measurements were stable. No additional adverse patient effects were reported. This device remains in service.